Manufacturer narrative:
Customer service requested that the customer return the power supply for evaluation. Based on the 2013 purchase date indicated by the customer, it is assumed that the power supply revision is rev n. The issue with a damaged rev n power supply for the pump in style device was addressed in investigation (B)(4) which was trended as part of the effectiveness check for (B)(4), which found that they are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the power supply to medela was not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process was modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength was also been increased to further protect the power supply during shipping.

Event description:
The customer alleged to customer service that the power supply housing for her pump in style breastpump is broken. Because the back of the housing is completely gone, she cannot verify the revision or lot number. The customer indicated that she recently pulled the pump out of storage and is looking to start using it soon.